Event description:
It was reported by the affiliate that the physician was performing an iliac stenting procedure with a genesis on optrapro 9 mm x 4 cm. The stent slid off the balloon when it was being inserted through the sheath. The physician was using a 7 french 30 cm sheath (cook). The age and gender of the patient was not provided. The characteristics of the vessel are unknown. There is no information as to if the stent remained in the sheath of was deployed in the patient. Treatment is unknown.

Manufacturer narrative:
It was reported by the affiliate that during an iliac stenting procedure the stent slid off of the balloon when it was being inserted through a 7fr. Sheath introducer. The stent did not dislodge in the patient and was removed with the sds. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile long gen / pro 39 x 90 bil 80 was received coiled inside a plastic bag. The stent was found in the shaft out of its original position, the balloon was never inflated. No other anomalies were noted in the device. Stent marks were noted in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodged failure was confirmed. However the exact cause could not be determined since the balloon showed marks of stent between the 2 marker bands. Neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. Therefore, no corrective/preventive action will be taken. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.